Event description:
It was reported that the lv lead was not capturing in true bipolar configuration; all other choices had diaphragmatic stimulation. The lv lead was turned off and the patient was to follow up with their cardiac md for potential replacement.